Manufacturer narrative:
(B)(4).

Event description:
Implantable neurostimulator therapy stopped covering the pt's pain. Multiple reprogramming efforts were unsuccessful in improving coverage. Two or three years after the loss of effect, the system was explanted. The pt had no complaints about the hcp or the MFR. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.